Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. While testing the subject device, evaluators did not have a b30 scope communication error. Though, it was noted that the connector socket was wearing out. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was displaying a b30 scope communication error during procedure preparation. According to the initial reporter, the intended procedure was completed using a spare device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was corrected with information that was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the b30 scope communication error could not be determined. It is possible that the connectivity function failed to work normally due to the wear of the connector socket, which may have led to the b30 scope communication error. Olympus will continue to monitor field performance for this device.

Event description:
Troubleshooting tips were provided to the customer, such as ensuring the scope and connectors are dry and rebooting the device after an error is experienced to clear it. However, the scope communication issue recurred 4 separate times.